Event description:
Customer reported a malfunction with a pump, identified as malfunction code 24, and was advised to put the pump into storage mode before returning it. There was no adverse impact to customer's blood glucose level. Customer was informed that a replacement pump would be sent, with updated software, and that training would be provided through their source account. Immediate backup therapy was not available, and customer was advised to contact their healthcare provider for further support. Technical support confirmed the shipment details and instructed customer to return the faulty pump using a pre-paid label within 10 days.